Manufacturer narrative:
B3: estimated as 04/01/2025. As the published date for the article is noted as 01 april 2025 d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: wasef, n., taffesse, b., fatima, t., & pham, s. (2025). Watchman-associated left atrial thrombus despite noac therapy: unraveling a hypercoagulable mystery. Jacc, volume 85, issue 12, suppl a.

Event description:
Reported via literature article. It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. At an unknown time post implant, the patient presented to the hospital with complaints of lower abdominal pain ongoing for a month. Gastrointestinal bleeding was noted and developed multiple unprovoked deep vein thrombosis requiring reinitiation of rivaroxaban (anticoagulation medication). A computed tomography (CT) abdomen and pelvis scan showed an incompletely imaged lobular material in the left atrium (la) concerning for a clot. Labs showed inr 1.8, pt 21.5, aptt of 40, and dimer of 0.62. Transthoracic echocardiogram (tte) showed an ejection fraction (ef) of 60% and no visualization of thrombus. Transesophageal echocardiography (tee) revealed a large mobile thrombus in the superior cavity of the la. The watchman closure device was noted in place with no flow noted across the device. Hypercoagulable workup was done confirming protein s deficiency.